Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Customer feedback: hollow area in prosthesis provide potential space for bacteria incubation if found infected after surgery. This infection is not induced by our prosthesis. The surgeon suspects that this design induces the infection possibility. In recent, we have some of revision for the above product that is discovered some tissue jammed inside the hollow of our unipolar head.

Manufacturer narrative:
An event regarding infection involving a unitrax modular endo head 50mm was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: not performed as no medical records were received for review. -device history review: not performed as the lot number was not properly identified. -complaint history review: not performed as the lot number was not properly identified and the sterile lot number could not be determined. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Customer feedback: hollow area in prosthesis provide potential space for bacteria incubation if found infected after surgery. This infection is not induced by our prosthesis. The surgeon suspects that this design induces the infection possibility. In recent, we have some of revision for the above product that is discovered some tissue jammed inside the hollow of our unipolar head.